Manufacturer narrative:
No patient was reported to be involved in this reported event. Manufacture date not available at the time of this report. Suspect suction evaluated and it was found that the suction intermittently fails verification with an error of 2.7mm. The suction showed signs of physical damage (dented, nicked, scratched and bent) related to a deformation failure mode. A replacement suction was sent to the site for issue resolution.

Event description:
A site representative from sterile processing, reported that the site's straight suction was bent at the tip. There was no patient present.

Manufacturer narrative:
Provided correct lot number and device manufacturer date.